Event description:
The user received questionable sodium results for seven patient samples and a questionable gentamicin result for one patient sample. Of the data provided, the sodium results for two patient samples and the gentamicin result for one patient sample were discrepant. Patient sample 1 initial sodium result was 128 mmol/l with a data flag and was reported outside the laboratory since it was a critical value. The sample was then repeated per the laboratory policy and gave results of 137 and 135 mmol/l. A corrective reported was then issued. On (B)(6) 2010, patient sample 2 initial sodium result was 124 mmol/l with a data flag, and was reported outside the laboratory since it was a critical value. The sample was then repeated per the laboratory policy and gave a result of 132 mmol/l. A corrective reported was then issued. Patient sample 3 initial gentamicin result for the trough sample was 4.0 ug/ml. The sample was repeated with a result of 0.6 ug/ml twice. The initial result was not reported outside the laboratory. The user stated she does not believe that anyone was treated based upon the original results reported. It was unknown if they were affected. The lot number of the sodium electrode was not provided. The lot number of the gentamicin reagent was 61069301. The field service representative determined the issue was related to the sample integrity and there was a clog in the ise tubing and a "y" joint under the mixtower. He replaced the tubing and "y" joint, adjusted the mix/dry ratio and ran a sample flow check. To verify the analyzer operation, the user ran repeat testing, calibration and quality control with acceptable results.